Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation (a-fib), a faradrive steerable sheath clear was selected for use. Upon insertion and initial aspiration, air was observed, and the sheath was replaced. The same issue occurred with the second sheath. The procedure was completed using a third sheath. No patient complications were reported. The sheaths are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation (a-fib), a faradrive steerable sheath clear was selected for use. Upon insertion and initial aspiration, air was observed, and the sheath was replaced. The same issue occurred with the second sheath. The procedure was completed using a third sheath. No patient complications were reported. The sheaths are expected to be returned for analysis.